Event description:
Healthcare professional reported a Capsular Contracture, Baker Grade III. This record is for the right side. The device remains implanted.

Manufacturer narrative:
Continued: E.1. State: (b)(6). Zip Code: (b)(6).A review of the Device History Record has been completed. No deviations or non-conformances noted.The event of "Capsular Contracture" is a physiological complication and analysis of the device generally does not assist Allergan in determining a probable cause for this event.Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.Reason for reoperation: Capsular Contracture, Baker grade III.